Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device was skipping resulting in no harm or delay. No further information available. No adverse event was reported as a result of this malfunction.

Event description:
It was reported that before surgery the device was skipping resulting in no harm or delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This medwatch is being filed to relay additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 - UDI #: (B)(4). Review of the most recent repair record identified repairs unrelated to the reported event. Device is used for treatment. This is a limited investigation. A review of the device history records and a complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information.